Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution set leaked from below the drip chamber. This occurred during infusion of peripheral parenteral nutrition (ppn) medication in the pediatric department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e4, g2: report source (add source), h3, h6(update codes), h10, h11. H11: the actual device was received for evaluation. A visual inspection of the actual sample did not identify any abnormalities that could have contributed to the condition. Pressure and clear passage under water testing; the device was found to be within the product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.